Event description:
Use of expired eye drops/medications and distribution of expired contact lenses. Facility name: (B)(6) practitioner(s) involved: (B)(6). Pt-4580. Device-2528. Referenced reports-mw5178371.